Event description:
End user reported that the left front leg on the 96-2 shower chair bent forward and leaned, caused user to slide to the left, falling onto the floor. User sustained bruising to her arm and leg.